Manufacturer narrative:
Evaluation: results: a work order search was performed for similar complaints within the injector and cartridge lots and there were seven similar complaints found within the injector search and no similar complaint found in the cartridge search.

Event description:
It was reported that the surgeon was inserting a eyeonics crystalens using a mtc-60cfp cartridge and the trailing haptic tore. No patient injury. They reported the cartridge as the likely cause.